Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-00608. It was reported that cardiac tamponade occurred. During supraventricular tachycardia - high right atrial tachycardia procedure, rhythmia¿ mapping system, polaris x steerable decapolar mapping catheters, blazer open-irrigated ablation catheter and intellamap orion¿ mapping catheter were used. Post-procedure, during recovery, the patient was found to have variable blood pressure, mild chest pain and an echocardiogram found a small tamponade. This was drained quickly and the patient¿s symptoms were resolved. The cause of the tamponade is unknown though it was noted that the patient had some variants in anatomy and the placement of polaris x catheter was very difficult. It is unknown if the tamponade was related to the reported products. It was noted that there was no issue with the use of the blazer oi or the orion catheter and not any alleged issue with the rhythmia system. No further patient complications were reported and the patient's condition was fine.